Manufacturer narrative:
Testing performed on the device concluded with no fault found. A review of the logs indicated a potential intermittent fault with the driver chip. This was replaced as a precautionary measure.

Event description:
Perfusionist reported that there were a number of 2-3 second intermittent stoppages of a roller pump. They used a back up to complete the case successfully. We consider pump stoppages to be a reportable event, despite no harm to the patient involved.